Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows. Pts coumadin dose was held for 2 days on (B)(6) 2010. On (B)(6) 2010, the pt started to take 2mg/day of coumadin and was released from the hospital. On (B)(6) 2010, a home health nurse tested pt on the inratio meter for the first time. The lab draw on (B)(6) was taken within mins of the inratio meter reading.